Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the motor position encoder error alarm. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The troubleshooting was performed for the motor error alarm and they were unable to clear and unable to rewind the pump. The device will be returned for the analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded home switch noted.